Event description:
As reported from our affiliates in china, this was a case of a 23mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During the procedure, while inserting the esheath into the femoral artery, the esheath ruptured at the anterior end due to the high insertion resistance. A second kit was opened and replaced with a new esheath, which was successfully delivered. The sapien 3 valve and delivery system were still used from the first kit. There was no harm to the patient and surgery was successful. As per the picture received, the esheath distal tip was split.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. Device-related photos were provided, and the following was observed: curvature noted on the sheath shaft. Sheath distal tip was split and prematurely opened. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to distal tip split and inability to introduce sheath. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation manual, and procedural training manual were reviewed. Based on the review, no IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021-march 2022 for the esheath introducer set (all models and sizes) revealed additional similar complaints for distal tip split and inability to introduce sheath. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for distal tip split and inability to introduce sheath were confirmed based on the provided photos. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lots history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "while inserting the esheath into the femoral artery, the esheath ruptured at the anterior end due to the high insertion resistance". Provided device-related photos revealed a sheath distal tip split and shaft curvature. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification". The presence of calcification and tortuosity can create a challenging pathway for sheath insertion, as calcification can create friction and damage through contact with the sheath, while tortuosity can subject the sheath to suboptimal angles. Additionally, it is possible that combined with interaction with access vessel characteristics, the sheath was excessively manipulated to overcome the resistance experienced during sheath insertion, contributing to the splitting of the sheath distal tip. Available information suggests that patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the reported events.